Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen,the connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant. The analyst also noted: connector pin is pulled out from the lead. Returned stylet (no guidewire returned) is stuck in the lead at 10.1cm (photo taken), it appears to have looped around exited the distal conductor and stuck in the insulation. Damaged at implant attempt. Due to the amount of explant damage, no further testing possible.

Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead was blocked by the guidewire. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.